Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by that common issues seen by biomed include channel errors. This was reported to manufacturer representatives during site visit. There was no reported patient involvement and no further information is available, no devices will be returned for investigation.